Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) due to a wound healing disorder. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.